Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patients leads had migrated. The patient was experiencing stimulation in the abdomen and rib area and front of legs with no coverage any their lower back anymore. X-ray and fluoroscopy confirmed lead had migrated down and was no long in midline. The representative had tried to reprogrammed stimulation but was unsuccessful. It was noted the patient was blind and had fallen multiple times which may have caused the leads to migrate. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there were multiple attempts to reprogram the patient to get coverage in her lower back but they were not successful. X-rays were taken on (B)(6) 2017 to determine that the leads had shifted since implant. The lead migration and rib stimulation had not been resolved.